Event description:
It was reported that on literature review "long-term clinical and radiographic results of an ultra-short metaphyseal-fitting non-anatomic cementless stem in patients with femoral neck fracture", 8 patients had a radiolucent line of more than 1mm after a surgery to treat femoral neck fracture using a short modular femoral stem. It is unkown how the events were treated. Patients outcome are unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4)this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.article cite: kim, y. H., & jang, y. S. (2021). Long-term clinical and radiographic results of an ultra-short metaphyseal-fitting non-anatomic cementless stem in patients with femoral neck fracture. The journal of arthroplasty, 36(6), 2105¿2109. Https://doi.org/10.1016/j.arth.2021.01.029

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that correspondence information is not available for clinical information requests. In the absence of the requested medical documentation, clinical factors which could have contributed to the reported adverse event could not be definitively concluded, and a causal relationship to the reported event could not be established with the limited information provided. Additionally, without the return of the s&n products, we are unable to determine which product could have possibly caused or contributed to the root cause of the reported adverse event. The images and documents/referenced in the article have been interpreted within the text. Therefore, further interpretation of the provided images is not required. The results in the article concluded that an ultra-short non-anatomic cementless femoral stem in patients with good bone quality is a safe treatment for femoral neck fracture. In patients with poor bone quality, the results were very poor, and use of this stem should be avoided. The impact to the patients beyond what reported within the article cannot be determined. No further medical assessment is warranted. Should any relevant patient specific medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, a review of the instructions for use documents for total hip systems revealed that periodic x-rays, prescribed by the physician, are recommended for comparison to immediate postoperative conditions to detect long-term evidence of changes in position or loosening of components. If these conditions are evident, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of early revision considered. This has been identified as a warning and precaution. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone quality, patient condition and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.